Event description:
It was reported that post interrogation the report was displayed, however there was difficulty in sending it from the host tablet. It was noted that the interrogation had been complete using the mobile programmer application rather than the intended remote monitoring mobile application. Troubleshooting steps were taken to include reinterrogating using the remote monitoring mobile application which was successful in retrieving the transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Clem remote monitoring mobile application, w1dr01 ipg, 407645 lead, 407652 lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction section h6: fdc code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.